Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015, resulting in a hypoglycemic event. Patient relayed experienced a low (bg 33), passed out and was taken to the emergency room. No injuries or further medical intervention were reported. Patient provided no specific details of event, except a current condition of fine and well.

Manufacturer narrative:
(B)(4).